Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient was hospitalized because the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of a high amplitude noise, while the patient was sleeping. The s-ICD system was turned off and provocative maneuvers were able to reproduce noise. X-rays were performed and no inadequate connection or observable impairments were confirmed. A potential electrode damage near the header was suspected. Subsequently, both the s-ICD and implantable electrode were explanted and replaced. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device passed mechanical and electrical testing; it operated appropriately according to its performance specifications. The analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was hospitalized because the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of a high amplitude noise, while the patient was sleeping. The s-ICD system was turned off and provocative maneuvers were able to reproduce noise. X-rays were performed and no inadequate connection or observable impairments were confirmed. A potential electrode damage near the header was suspected. Subsequently, both the s-ICD and implantable electrode were explanted and replaced. This s-ICD was returned for analysis and no additional adverse patient effects were reported.